Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 13228 was returned and analyzed. Smart chip verification indicated the catheter was used for five injections. Visual inspection showed the coaxial port of the catheter was detached from the handle, as well as a kink observed under the balloon segment of the catheter on guide wire lumen. The balloon catheter was connected to the console and system notice #50005 (the safety system has detected fluid in the catheter and stopped the injection) was received immediately. Dissection and pressure testing showed a pin hole at the inner balloon and also a guide wire lumen kink and breach approximately 1.163 inches from the tip under the balloon segment. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.